Manufacturer narrative:
The investigation conducted by the field service engineer concluded that system error code #23008 was associated with the right master tool manipulator (mtmr). The master tool manipulator refers to the master controllers, which provide the means for the surgeon to control the instruments and endoscope inside the pt from the surgeon's side console. One mtm is assigned to the surgeon's left hand (mtml) and one to his right (mtmr). The system was repaired by replacing the affected mtmr. The system alarm (system generated fault code) functioned as designed, and there was no injury to the pt. System error code #23008 appears when the da vinci s safety systems determines that the angular position of one or more robotic joints on the specified manipulator, as measured by that joint's primary control sensor (encoder) and the secondary sensor (potentiometer), were out of specified tolerance for agreement. Upon determining this condition, the safety systems put da vinci s in a "nonrecoverable safe state". The mtmr was returned to isi for eval and engineering confirmed that the customer reported failure mode was caused by a broken cable. As of 08/27/2009, there have been no reported recurrences of the issue at this hospital.

Event description:
It was reported that during a da vinci s hysterectomy procedure, a cable was torn on the right master tool manipulator (mtmr). A system error #23008 also occurred. The site restarted the system, however, the system was not able to home, due to the damaged mtmr. The surgeon made the decision to convert to traditional open surgical techniques to complete the planned procedure. No pt harm was reported.